Event description:
It was reported that prior to an unk procedure, the tip of the device was found to be bent upon removal of the packaging. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.